Manufacturer narrative:
Was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the 5006410 corail stem lot code. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases against the remaining product/lot code combinations found no other reports. Review of the x-ray films provided indicates a cup at approx. 50-55deg with version. The stem is in valgus. Prior to implantation of the left hip the x-rays suggest a difference in leg length ¿ it is not possible to say if the x-rays are load bearing. Post implantation of the rthr the leg length is equalised. The offset is slightly increased on the right compared to the pre-op. The primary operation notes were provided for review and did not provide any insight. The revision notes indication suggested suspected metallosis but no comment was made on the condition of the tissues in the revision notes and no histology report was provided for review. In (B)(6) 2010 no issues were reported with right hip. The left was painful during sleep pre and post operatively per the clinical correspondence. No infection was found in the right hip. Metal ions were below 7ppb suggested by the british orthopaedic association. The MRI scan reports odema in the tissues near the right hip. The investigation can draw no further conclusions with the information provided. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated .depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation

Event description:
Revision right thr - excision of acetabular cup/ liner/ceramic head. Pain in her right hip.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.